Event description:
Medtronic received information that 14 days following the implant of this stented bioprosthetic valve, telemetry revealed left anterior fascicular block. A pacemaker was implanted, and no further adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).